Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure a guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 182 cm choice guide wire was advanced into the obtuse marginal branch. A unspecified balloon catheter was advanced to the target lesion and inflated to unknown atms/secs deflated and was removed. The 182 cm choice guide wire was removed from the patient's anatomy and upon inspection it was noted that the distal end of the guide wire was fractured. Multiple unspecified guide wires were inserted in an attempt to remove the fractured guide wire tip. Finally a 4mm microsnare was used to retrieve the detached tip without incident. No further actions were taken and the procedure was completed with this device. No further patient complications were reported and the patients status is fine.

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, a guide wire tip detachment occurred. The target lesion was located in the coronary artery. A 182 cm choice guide wire was advanced into the obtuse marginal branch. A unspecified balloon catheter was advanced to the target lesion and inflated to unknown atms/secs deflated and was removed. The 182 cm choice guide wire was removed from the patient's anatomy and upon inspection, it was noted that the distal end of the guide wire was fractured. Multiple unspecified guide wires were inserted in an attempt to remove the fractured guide wire tip. Finally a 4mm microsnare was used to retrieve the detached tip without incident. No further actions were taken and the procedure was completed with this device. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed a fracture located approximately at 179.5cm from the proximal end and a pronounce kink located approximately at 56cm from the proximal end. All outer diameter measurements were within specification. Sem analysis revealed the failure occurred due to a bending cyclic fatigue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).